Event description:
It was reported that this electrode exhibited an increase in impedance from 80 ohms to 120 ohms. No noises were seen in the arrhythmia logbook. In-clinic provocative maneuvers were performed to check the integrity of the lead, and noises were observed in both secondary and alternate vectors. X-ray imaging was also obtained. Technical services reviewed available data and confirmed the electrode does appear to have an integrity issue given non-physiological signals are reproduced. The patient was hospitalized, and surgical intervention was performed to explant and replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system. No other adverse patient effects were reported. Product return is expected.

Event description:
It was reported that this electrode exhibited an increase in impedance from 80 ohms to 120 ohms. No noises were seen in the arrhythmia logbook. In-clinic provocative maneuvers were performed to check the integrity of the lead, and noises were observed in both secondary and alternate vectors. X-ray imaging was also obtained. Technical services reviewed available data and confirmed the electrode does appear to have an integrity issue given non-physiological signals are reproduced. The patient was hospitalized, and surgical intervention was performed to explant and replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system. No other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 60 millimeters (mm) from the terminal pin. Visual examination identified sharp curves in the electrode body approximately 25 mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.